Manufacturer narrative:
The product was returned for investigation. A data log review was not required for this case. Several kinks were noted on the returned guidewire. Additionally, a catheter kink was reported at the 20 cm mark on the pump. The returned introducer tip was damaged, and a split in the scoreline was noted, with a kink at the hub. As per the given clinical, pump was inserted over a .018 wire through a 14 fr peel-away sheath in the right femoral artery. The pump and wire prolapsed into the left iliac at the aorta bifurcation and the pump kinked. During removal, damage occurred to the sheath near the valve/hub, causing significant bleeding, which required a blood transfusion. The guidewire damage and introducer damage failure modes were ruled out as the cause, as the product damage was addressed under the delivery issue with access site bleeding, which resulted from the patient's condition. The cause of the access site bleeding issue was most likely introducer sheath split along the scorelines due to diseased/small vessels. The cause of the delivery issue was patient condition related to diseased/small vessels. The patient condition could cause the pump damage and guidewire damage.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported the patient was having an impella cp implant and during the implant, the pump was inserted over .018 wire through 14 fr short peel away sheath in right femoral artery. Pump and wire prolapsed into the left iliac at the distal abdominal aorta bifurcation. The pump bent in half/kinked at the cannula. While removing .018 wire and pump through sheath, damage occurred at proximal portion of sheath just below the valve/hub of the sheath. A large amount of bleeding occurred, but sheath was able to be re wired successfully into the femoral artery. Peel away sheath was removed and a new long peel away sheath was placed. The patient received a blood transfusion for the bleeding. The doctor was concerned about the integrity of the pump. The pump implant was aborted and a new pump was placed.